Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03162 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, following the completion of the rfa procedure when removing another manufacturer's grounding pads, there were 4 or 5 small burns under one of the pads located on the right thigh. Each burn was approximately the size of a dime. Some of the patient's skin also adhered to the pad due to the burns. There were no known issues with the generator. Attempts to obtain additional information been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if any further relevant information from that review, a supplemental medwatch will be filed.